Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that the shuntassistant is permeable. Computer controlled test: to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the shuntassistant is operating within the specified tolerances in the vertical position. Internal inspection: after dismantling of the valve, deposits were found in shuntassistant. Results: based on our test results, we can detect deposits. The deposits do not affect the technical properties at the time of the examination. How the aforementioned functional impairment occurred is not clear to us at the time of the examination. Deposits caused by substances naturally present in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a shuntassistant (part # fv251t) was implanted during a procedure performed on (B)(6) 2018. According to the complainant, the shunt system was believed to be operated in underdrainage. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 5 years, height: 90 centimeters (cm), weight: 12 kilograms (kg), gender: female. Same event as medwatch# 3004721439-2022-00256.